Manufacturer narrative:
(B)(4). Borgwardt, a. Et al (2016) a randomised, controlled clinical study on total hip arthroplasty using 4 different bearings: results after 10 years. Hip international 2017; 27 (1): 96-103. Doi: 10.5301/hipint.5000428. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06086, 0001825034-2017-06088.

Event description:
It is reported 15 patient revisions for dislocations. No additional information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.